Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for this event. Treatment for this event was an unknown antibiotic (intraperitoneally, dose, frequency and duration not reported). The patient was discharged from the hospital twelve days after admission. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient has recovered from this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.